Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter: phone number: (B)(6). The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had been found to be scratched at the optic after it was implanted into the patient's operative eye. The lens was removed by slightly widening the incision. Procedure was completed successfully with a back-up iol of the same model and diopter power. Account provided that patient's post-operative visual acuity is good and without problems. There was no patient injury reported. It was stated that balanced saline solution (bss) was used when preparing the device for iol insertion. Directions for use was followed. There was no resistance noted when manipulating the device and no issues were observed. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 10/3/2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the complaint lens was received stuck to the outside of the original simplicity handpiece. The original folding carton, patient stickers, patient ID card, implant notification card, and dfu were received as well. Visual inspection under magnification revealed a crease and lens damage on the lens optic after cleaning. Cartridge tip damage and cartridge crack were observed on the handpiece. No additional defects or assembly issues were observed after disassembling the handpiece. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.